Manufacturer narrative:
The customer has an exposure plan in place within the lab. Service was dispatched and replaced the tubing on (B)(4) 2010. The root cause was linked to a split in the black I beam tubing.

Event description:
A customer reported that there was a clenz leak in the right side of the lh500 instrument. Everything got wet, and there was about a half inch of liquid accumulated on the bottom of the analyzer. There was no exposure, or contact with the eye or skin, open wounds or mucous membranes to the cleaner. The customer was wearing proper ppe (gown, gloves and goggles). There was no effect to patient or end user.